Event description:
The product complaint reports shows the customer alleged the audible alarm was malfunctioning. It was later verified that a wire leading to the alarm's volume potentiometer was broken. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.